Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the moderately calcified and moderately tortuous right coronary artery. An unspecified stent was implanted and the stent delivery balloon was used to dilate the lesion. Next a 3.5x20mm promus element stent was advanced, but did not cross the lesion. Upon removal and examination stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).